Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 340 mg/dl while wearing the pod between 5 and 24 hours. Symptoms reported include hyperglycemia, high ketones and abdominal pain. The pod was removed from the patient's arm. The patient was treated with 2x2 units of correction pen with novorapid and a new pod was applied. The patient was released after approximately 6 hours.